Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting a monitoring battery voltage of 3.14. The caller was questioning if the device should be used. A guidant technical services (ts) consultant discussed that the box label monitoring voltage should be 3.25 or within .1 of that value. It was recommended that the caller hold on to the device to see if it recovers it's battery voltage. If it did not, the device should be returned for analysis.